Event description:
It was reported that during the implant procedure, the lead exhibited a sensing anomaly. The lead was no longer used and replaced with a new lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis found normal electrical characteristics.